Event description:
It was reported to boston scientific that an upsylon y-mesh was implanted during a supracervical hysterectomy, adhesiolysis, sacro-colpopexy, cystoscopy, and bilateral salpingo-oophorectomy procedures performed on (B)(6) 2016 to treat a patient with abnormal vaginal bleeding and pelvic prolapse. On (B)(6) 2019, the patient underwent removal of abdominal mesh, enterocele repair, lysis of large and small bowel adhesions, and ureterolysis procedures for the preoperative diagnoses of mesh in abdomen, abdominal pain, vaginal pain, pain with coitus, peritoneal adhesions and ureteral stricture. Following adequate level of general anesthesia, the patient was prepared for surgery. In the physician's assessment, the procedure was incredibly difficult due to the distorted anatomy, the scar tissue from the mesh as well as bowel adhesions. The foley catheter was inserted and connected to gravity. A transverse skin incision was made and this incision was sharply taken down to the level of the fascia. The fascia was incised, exposing the rectus muscles. The rectus muscles were separated sharply in the midline. The peritoneal cavity was sharply entered after incising the peritoneum. The balfour retractor was placed. Loops of small bowel were freed using sharp dissection from the left and right pelvic sidewall. The large bowel was adherent to the left pelvic side wall as well as the cul-de-sac and to the posterior aspect of the vaginal cuff. These adhesions were all taken down sharply. The bowels were packed cephalad. The large bowel was adherent to the mesh. The large bowel was carefully taken off the mesh with sharp dissection. The peritoneum was taken off the mesh near the midpoint. The bowel was further freed from the mesh and the mesh incised. The dissection was then focused on freeing the mesh from the right pelvic sidewall and the cul-de-sac. The ureter was identified and freed from the scarring performing a ureterolysis. The distorted mesh was then identified on the vaginal apex which was found to the right and the fulcrum arm was somewhat posterior. Initially, the extent of the posterior mesh was noted and the sharp dissection focused on removing the mesh off the cervix and to free the mesh from the rectovaginal space placement. This was achieved without bowel injury. The anterior mesh dissection was initiated and the bladder was mobilized off the mesh using sharp dissection and the vagina was mobilized off the mesh freeing the mesh from the vesicovaginal space placement. This was achieved without any bowel injury. Irrigation was then performed. The cervix was not removed due to limited exposure. The dissection of the posterior mesh removal dissection was oversewn with a running #2-0 dexon. The dissection was then carried cephalad to remove the arm and was noted to be adherent to the right iliac vein. A decision was made not to attempt any additional mesh dissection due to high risk of vascular injury. An enterocele repair was performed using #0 dexon in a transverse manner. The retro-peritoneum was reapproximated over the sacrum. The peritoneum over the vaginal apex was also closed with a running suture of #2-0 dexon. Irrigation was then performed. The peritoneum was closed with a running suture of #2-0 dexon. The rectus muscles were reapproximated in the midline with several interrupted sutures of #2-0 dexon. The fascia was closed with two sutures of #0 dexon that started laterally and met in the midline. A 19 f drain was placed in the subcutaneous tissues. Subcutaneous tissues were approximated with interrupted sutures of #2-0 dexon. The skin edges were closed with surgical staples. The vagina was then lightly packed with iodoform gauze packing and the foley was connected to gravity drainage. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, explant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md, (B)(6). The assistant is: (B)(6) md, (B)(6). The explant surgeon is: (B)(6) md (B)(6) hospital (B)(6). The assistant surgeon is: (B)(6) md (B)(6) hospital (B)(6). The discharge physician is: (B)(6) md, (B)(6) hospital (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.